Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated that his system controller gets very hot, to the point where it left burn marks in his skin. The pt's system controller was exchanged. The vad coordinator also explained to the pt that he should always have a piece of clothing between the device and his skin.

Manufacturer narrative:
Device evaluation: the report of the system controller¿s surface temperature rising to an uncomfortable level was unable to be confirmed through this evaluation. The returned system controller was functionally tested using laboratory equipment and the device functioned as intended passing all steps. The returned system controller was operated for extended period of time while connected to a mock circulatory loop with no alarms noted. The returned system controller was also tested for temperature elevations. The user interface and the emergency backup battery (ebb) cover were measured and the temperature did not exceed 80.6f (27c), which is within device specifications. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.